Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units negative pressure is to low, was immediately replaced with the spare device. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, the on-site inspection found that the negative pressure of the equipment was low, the aerodynamic performance test failed, and the 5000-hour maintenance kit needed to be replaced. The fse replaced the 5000-hour maintenance kit, and the equipment was tested according to factory specifications. All test data passed, and the equipment returned to normal and was returned for clinical use.

Event description:
N/a.